Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image issue could not be determined, however, the issue was likely the result of user handling / physical stress applied to the insertion tube, causing damage to the ccd unit; the ingress of water into the device may have also contributed to the image issue by causing electronic component damage. Additionally, the observed foreign material in the channel could not be identified and a definitive root cause of the issue could not be determined, however, the issue was likely the result of a leak from the forceps channel that may have prevented proper reprocessing and removal of the foreign material. The event may be detected/prevented by following the instructions for use which state: ¿- inspection of the endoscopic image¿ ¿- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk¿. ¿- inspection of the endoscope :inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating,holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities¿. ¿- do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. ¿- do not coil the insertion tube, universal cord, or video cable with a diameter of less than 12 cm. Equipment damage may result¿. ¿- inspection of the instrument channel¿ ¿- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that there was no image, and that there was foreign material clogging the device channel. The following additional findings were also noted: scope leak test failure, forceps passage out of specification, brush passage out of specification, heavy dent on insertion tube, and angulation in the up direction is over the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that their evis exera iii bronchovideoscope had charge-coupled device wire damage. Upon inspection and testing of the returned unit, it was discovered that there was no image, and that there was foreign material clogging the device channel. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.